Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that user error is the most likely cause of the reported failure. The complaint allegation was not confirmed. No evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2024, an FDA medwatch notification was received via email. A facility representative reported that small 3.9cm x18.5cm white spring looking piece of device material was potentially lost in the patient's ankle. The surgeon spent approximately thirty minutes doing a methodical wound examination and spent additional time doing x-rays. The radiologist could not see any items on the x-rays and the operating room team could not find it anywhere in the room either. The unidentified item was left in the patient per the surgeon's discretion. The patient was implanted with an ar-1788j-cp internalbrace implant system, ligament augmentation repair, biocomposite, with jumpstart dressing during the procedure in (B)(6) 2024. No further information was provided.